Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, perforation occurred at the area between the superior vena cava (svc) and right atrial (ra). Without noticing the perforation, the physician continued the procedure; however, the guidewire did not advance further, based on which the physician suspected that the product might enter the azygos vein. When angiography was performed to check the location, the contrast agent was dispersed in an unusual way. Although cardiac tamponade was suspected, the vital signs were stable. When the physician once removed the guidewire and started all over again, the procedure went smoothly after that. After the procedure, the ultrasound and computed tomography (CT) scan showed the contrast remaining in the thoracic cavity, and it revealed that the perforation had occurred, and the angiography was performed in the thoracic cavity. The onset of pneumothorax was also identified. No hemorrhage occurred as the site was compressed by the lung field, and the pneumothorax has improved. No further patient complications have been reported as a result of this event.